Event description:
A customer reported experiencing a low blood glucose level in the low 30s mg/dl. Reportedly the customer lost consciousness and emergency medical technicians (emts) were called. Emts assisted by administering glucagon.